Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported the insulin pump not functioning properly, and that it alarmed no delivery. The customer reported the issue not being resolved by changing the set, reservoir and insulin. The customer's insulin pump is to be replaced. The customer's blood glucose value was unknown. No further information was provided.